Manufacturer narrative:
(B)(4). The device will not be returned for analysis as its location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and no further information is available.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided